Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occlusion knob was difficult to operate. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.